Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient heard tones from their implantable cardioverter defibrillator (ICD). Approximately two months later, the patient presented for follow up. At that time, the clinician was unable to interrogate the device, although multiple programmers were used. Additionally, applying a magnet to the device did not result in the expected tones. It was suspected but not confirmed that the device was experiencing premature battery depletion. The patient reportedly declined to have the device explanted or replaced. The ICD remains implanted. No adverse patient effects were reported.